Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of rf interference could not be reproduced. Product failed functional testing with no live video output. Test ccu would not recognize camera head. Functional testing with an rf generator could not be performed. The complaint of interference was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failed image sensor or other related electrical components.

Event description:
It was reported that during a surgery the camera head had a interference issue, the image drop so the screen went black. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. No further information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.